Event description:
I have allergen 425cc silicone filled gel implants style 20. Since having them, nearly 15 years, I have had ongoing, pain in my left areola area, even to the touch of a shirt. However, my concern came this past year when pain began to increase and I noticed my breast getting higher and higher looking. Then one day in (B)(6), as I was showering, I had some pain and discomfort in my lower left breast. I felt my breast while showering and noticed that could feel my implant through my skin and the lower portion of my breast was squared. I was seen by a plastic surgeon and it was confirmed that my breast was encapsulated and had broken through the pocket and pushing out against my skin. It has been increasing uncomfortable and painful since that time. FDA safety report ID# (B)(4).